Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had three infusion sets leaked. It was stated that the customer inserted the infusion sets and noticed insulin was leaking. Customer verifies that it was not detached and did not know why the leaks happened. Customer was not present to provide additional details. Infusion sets and reservoirs used are being replaced. Nothing further reported.